Event description:
The customer reported that the exit alert of the total care bed did not alarm when the patient exited the bed and the patient fell. Follow up with the customer found that the patient was admitted for altered mental status and sustained significant facial fractures from the fall. The patient was transferred to a facility with a higher level of care. The bed was located at the account. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The customer reported that the exit alert of the total care bed did not alarm when the patient exited the bed and the patient fell. Follow up with the customer found that the patient was admitted for altered mental status and sustained significant facial fractures from the fall. The patient was transferred to a facility with a higher level of care. The totalcare bed is intended to provide patient support in health care environments. It is intended to be used to treat or prevent pulmonary or other complications associated with immobility, to treat or prevent pressure injury, or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The bed is equipped with a graphical caregiver interface touchscreen that allows the caregiver to view information for the bed's functions, set the bed¿s exit alarms, zero the bed¿s scale, weigh the patient and manipulate other features of the bed. Inspection of the bed by a hillrom technician found the bed and its components to be functioning as designed, noting that the patient's weight was found on the bed's scale. The technician zeroed the scale and tested for accuracy with weights. Fractures involving the bones face can range from minor to serious. Treatment is dependent on the complexity of the fracture. A minor fracture may be treated with out surgery using a closed-reduction technique. More complex fractures require medical/surgical intervention to reset and or repair the fractured bones. Although the device was found to be working as designed, based on the details provided that the patient was transfer to a higher care facility indicates that the reported event resulted in a serious injury. Therefore this event is considered reportable based on the injury involved. Based on this information, no further action is required.